Event description:
Based on the info provided, this case is being documented as a strip malfunction. Pt called to complain that the test strips were damaged. Pt stores the test strips in room temperature. Pt was experiencing symptoms of hypoglycemia at the time of testing. Pt was not able to explain properly to customer service the details of what had happened. There is not enough info to make this case an adverse event.